Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and insulin delivery was resumed successfully.